Event description:
It was reported by the rep that the one atb35 was used during a laparoscopic appendectomy procedure. It was reported that the instrument failed to fire on the first try. The handle would not advance. A second instrument was opened and it fired fine. The case was completed without incident or consequence to the pt.